Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows three scissored clips. Based on the photo, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a lap diagnostic lysis of adhesions/small bowel resection, clips scissored. It is unknown how the procedure was completed. The were no patient consequences reported.